Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight weeks after implant, the patient acquired an infection at the right subcutaneous cardiac re synchronization therapy defibrillator (crt-d) site. The crt-d system was explanted. Cultures were obtained and antibiotics were administered. No further patient complications have been reported as a result of this event.